Event description:
It was reported that the replacement surgery was done for patient comfort. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not expected to provide any relevant information for the generator migration event.

Event description:
It was reported that a patient was experiencing discomfort at the generator site due to migration of her generator into the armpit. The migration was suspected to have occurred due to weight loss that was not reported to be related to vns. The patient had the device replaced with a smaller generator and the generator location repositioned nearer to the collarbone. No additional information has been received to date.